Event description:
This record is un-reporting due to only contralateral side was ruptured. Left device was intact .

Event description:
Patient's husband reported left side "isolated cysts" and "prominent lymph nodes." The event of cyst is not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, cyst-ndr.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Red particle observed on the device.

Event description:
Physician reported ""isolated cysts" and "prominent lymph nodes" . Device has been explanted and replaced with a non-allergan device. This relates the left side.